Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked, detaching from one leaflet and requiring an additional procedure. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with horizontal leaflets and lots of tension on leaflets. An xt clip was placed central a2/p2, reducing mr to grade <1. It was noted that during the first attempt to open the clip in the left atrium, the clip would not open. Standard troubleshooting steps were performed, and the clip was able to open. The clip was advanced to the mitral valve and was able to be deployed a2/p2 central. After deployment, the clip was noted to open to around 15-20 degrees. Final mr was at grade 1. There was no attempt to add another clip. There was no clinically significant delay in the procedure and no adverse patient sequelae. During follow-up on (B)(6) 2023, it was observed that the clip detached from the posterior leaflet (single leaflet device attachment (slda)), and mr increased to grade 1-2. The posterior leaflet was noted to be torn. On (B)(6) 2023, the patient underwent additional procedure to further reduce mr using a non-abbott device.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, based on the information provided, the image/cine review and without the device to analyze, a cause for the reported clip opened while locked resulting in slda associated with the clip detaching from the posterior leaflet cannot be determined. The reported difficult to open clip appears to be due to a combination of patient anatomy (tension on leaflets) and procedural circumstances (amount of lock lever retraction). Unspecified tissue injury (torn posterior leaflet) and recurrent mitral valve insufficiency/regurgitation (mr) were due to the slda. Tissue damage/injury and mitral regurgitation as listed in the mitraclip g4 system instructions for use are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.